Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 61 percent remaining to 13 percent remaining seven months later. The device was felt to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Engineering analysis of device memory identified a potential battery depletion anomaly. Technical services (ts) recommended device replacement within a 60 day replacement interval. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 61 percent remaining to 13 percent remaining seven months later. The device was felt to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Engineering analysis of device memory identified a potential battery depletion anomaly. Technical services (ts) recommended device replacement within a 60 day replacement interval. This product remains in service. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.